Event description:
"When did the failure occur: during therapy reason of complaint: injection of 0.9% nacl at the beginning of the treatment, followed by subcutaneous edema prior to chemotherapy. Radiological examination of the port catheter revealed a displacement of the system, including migration of the port chamber and/or a possible catheter rupture. The port catheter remains in the patient; however, the fractured catheter segment has been removed. Serious consequences: the patient was transferred to chuv for removal of the migrated catheter. The port catheter is no longer usable. A new implantation is required, and chemotherapy had to be postponed. Additionally, there was a risk of pulmonary embolism as well as cardiac arrest."

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up.